Manufacturer narrative:
Preliminary analysis confirmed the reported non display of the impedance curve in aida screen but its availability on printout. It is the result of a software inadequate management of this curve introduced in reply 1.19 module. It concerns only the reply sr devices when programmed in aai mode.

Event description:
It was reported that there was no impedance curve displayed in aida (device memories) screen but after printing a report the impedance curve was printed. It should be noted that the smartview version installed was 2.48. An investigation was required.

Event description:
It was reported that there was no impedance curve displayed in aida (device memories) screen but after printing a report the impedance curve was printed. It should be noted that the smartview version installed was 2.48. An investigation was required.

Event description:
It was reported that there was no impedance curve displayed in aida (device memories) screen but after printing a report the impedance curve was printed. It should be noted that the smartview version installed was 2.48. An investigation was required.